Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use that the ventilator''s graphic user interface (gui) touchscreen became nonresponsive to touch. The ventilator continued to ventilate the patient. There was no harm to patient and the patient was placed on another ventilator.